Event description:
The customer reported that the 840 ventilator had no communication with the graphical user interface (gui). There was no pt connected to the device at the time of failure. The eval of the device has not been completed.

Manufacturer narrative:
(B)(4).